Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to unknown product performance anomaly. This ra lead was replaced with the same model and not implanted. No adverse patient effects were reported.